Event description:
It was reported that the pump touch screen was unresponsive and delayed in responding to presses. Additionally, it was reported that the wake button was sticking and "hard to press." There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.